Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. Information contained on this report was previously submitted through psr on 22/apr/19. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool. Based on the device analysis the final assessment is a striated edge broken on anterior side due to surgical damage. The reason for reoperation is "implant was sitting low". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture discovered during surgery, "sitting low," and patient was implanted at (B)(6) years of age for cosmetic reasons. Device was explanted.